Manufacturer narrative:
Revision occurred approximately 364 days after the primary surgery due to loosening of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 364 days after the primary which occurred on (B)(6) 2025. No fall or other trauma was reported. Based on comparing usage forms, only 3-4 pegs glenoid pe cemented size m, centered head 46x15 and double taper ta6v +0mm 0° was explanted due to loosening and replaced with centered head 46x15 and double taper ta6v +0mm 0°. Easytech anchor base ta6v ø38 mm cementless ti/ha was not replaced.